Manufacturer narrative:
Additional information was received that both mechanical and manual ventilation were still available before corrective action. This was not a reportable malfunction. Additional information was received that both mechanical and manual ventilation were still available before corrective action. This was not a reportable malfunction.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that mechanical ventilation was not available. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The power management board (pmb) was replaced to resolve the reported issue.